Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Balance chamber pressure alarms occurred shortly after the start of a routine hemodialysis treatment, which could not be resolved by the operator. Rinseback was not performed per facility protocol, resulting in an estimated blood loss of 190 cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. Eval of the returned cycler determined that the alarm was caused by a loose component. The cycler alarmed appropriately. This appears to be a random isolated event. There have been no other similar problems identified. Occasional alarms during hemodialysis treatment are expected and should not result in a blood loss if device labeling is followed. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.